Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced a hematoma located in the midline scrotal region. The hematoma was treated with oxycodone medication; however, it did not resolve the condition. No additional patient complications were reported.

Manufacturer narrative:
Additional information updated: b5: describe event/problem.

Event description:
It was reported that the patient, enrolled in the it matters clinical study, with this inflatable penile prosthesis (ipp), experienced a hematoma located in the midline scrotal region. The hematoma was treated with oxycodone medication and the event was resolved. No additional patient complications were reported.